Event description:
It was reported that during a coronary stent procedure, the balloon would not fully inflate. While removing the delivery system the stent became dislodged. The stent was successfully retrieved with a snare. The pt status is listed as "okay".